Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A head nurse reported that during loading, the injector did not fold the intraocular lens (iol) correctly, it overlapped the lens optic. The procedure was completed using a same replacement injector provided by the company. There was no patient contact with the initial injector. The procedure performed was cataract surgery with iol implantation. According to the additional information received, the surgeon observed that the injector was not folding the iol correctly and was overlapping the optic before surgery. However, the surgeon proceeded with implantation and subsequently discovered that the iol had been damaged. The iol surface was scratched by the plunger head. Consequently, the surgeon cut the iol into pieces and removed it during the initial procedure.